Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller indicated that the patient¿s controller fell off of the bed and it is no longer working. The caller was transferred to patient services for troubleshooting. The caller told patient services that there was a blank screen and now it is completely dead, won¿t charge, and has gone off a couple other times and they do not know why. The caller would call back for troubleshooting once they had the controller present. The caller also noted that beginning suddenly on (B)(6) 2018 the patient was in a meeting and they started having a lot of pain/return of pain and they do not think the stimulator is working. The patient got home and brought the controller into bed but they were still having pain. The caller and the patient called back for troubleshooting on (B)(6) 2018. They noted that the controller froze last night and before which was noted to be a couple weeks ago. The patient removed and re-inserted the lithium battery pack which resolved the reported issue and the controller was functioning as intended. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-15. The cause of the stimulator not working and having pain was because the device needed to be reset by removing the battery and then placing batteries which they did the next day. Additional information was received from the patient on 2018-oct-29. The patient indicated that the cause of the stimulator not working and having pain was that the stimulator fell. They turned it off. They could not restart. They did not check the instructions due to their pain. Their wife was on the phone with a manufacture representative (rep). They tried resetting by replacing the battery which worked. No further complications were reported/are anticipated.